Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed large amplitude p waves on the shock channel. The r waves were measured to be about the same amplitude. Ts reviewed the electrograms that were sent in and believed that the high voltage terminal pins were reversed in the header. Initially the physician was planning on monitoring the situation. Subsequent information indicated that a revision procedure was performed. It was confirmed that the high voltage terminal pins were reversed in the header. The physician placed the terminal pins in the correct port and retested with good resulting numbers. There were no adverse patient effects. The system remains inservice.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.